Manufacturer narrative:
According to the facility, "we have had problems with 2 circumcisions degloving in the past couple of weeks." The facility reported, "this is extremely unusual, and happened to two different providers" and "I didn't think anything of the first incident, but when another happened so soon, I have to wonder if it is equipment related." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to a serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "we have had problems with 2 circumcisions degloving in the past couple of weeks."